Event description:
The nurse reported that during the second case of the day the system primed and calibrated fine, but when the surgeon was preparing to being surgery a system message displayed. The company technical support specialist (tss) was called and troubleshooting was conducted with the nurse. The nurse re-booted the system and they were able to continue surgery. The same system message displayed again and the tss was called again and the nurse re-booted the system a second time. The system message persisted, so the tss advised the nurse to use a manual IV pole to control the infusion pressure. The case was completed as planned with a 45 minute delay. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and replaced the psi manifold relief valve. The psi manifold relief valve was sent for in-house testing. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report was mailed to FDA on : 05/21/2009.